Manufacturer narrative:
The video digitizer was returned and evaluated. The printed circuit assembly (pca) board was able to replicate the reported no video signal problem by checking the video on the touchscreen and observing the led status of the module. The touch screen showed no video and the led of the left module turned red.

Manufacturer narrative:
The video digitizer unit has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. Multiple 46004 errors were found to have occurred that day. An 46004 error is logged once each time the cyclical redundancy checking (crc) detects loss of a video source or detects that the source is frozen (crc repeats). This complaint is being reported due to the following conclusion: the surgical staff encountered a video connection issue and the da vinci surgical procedure was aborted post-anesthesia. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci radical prostatectomy procedure on (B)(6) 2013, the surgical staff encountered a no video signal message. The surgical staff indicated that there was no video connection on the left. Due to the reported vision issue, the surgeon made the decision to abort the surgical procedure post-anesthesia. On (B)(6) 2013, an engineer repaired the system and resolved the no video signal issue by replacing the video digitizer unit. The engineer tested the system and verified that the system was ready for use. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported event. According to the initial reporter, the patient did not experience any complications during the time he was under anesthesia and before the surgical procedure was aborted. The initial reporter indicated that the surgical procedure was rescheduled for (B)(6) 2013 and was completed successfully. The initial reporter also indicated that the video issue has since been resolved.